Event description:
The pacemaker involved in this report was found in standby mode (backup mode) upon a follow-up on (B)(6) 2011. Attempts to interrogate the device remained unsuccessful. The device could not be reprogrammed, and remained in backup mode. It should be noted that the pt is now "lost to follow up".

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.